Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a42n. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage, with staples present and with the breakaway washer uncut, indicating that the device had not been fired. After further inspection was noted that the device trocar was damaged resulting in a tighter fit between the anvil and the trocar. No functional test could be performed. While no conclusion could be reached as to how the trocar became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5a42n. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the anvil head could not be removed from the trocar before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.